Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus of the programmer was inoperative and it was found to be out of electrical specification. It was further noted that the bezel was cracked and keyboard hinges were broken. The stylus was replaced and calibrated and the overlay assembly was replaced. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured and software reloaded. The programmer then passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user replaced the stylus on the programmer twice. On the first occasion the stylus calibrated however did not work on the screen. The user changed to a different stylus and could not get off the calibration screen. The user turned the programmer off and on multiple times however the stylus did not work at all. The programmer was received for repair. There was no patient involvement.